Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following description from the partner :biomed called about the tf: 8912. He mentioned that the patient was intubated incorrectly by the hospital staff. Patient had to be re-intubated and bagged while moving to a different ventilator.

Event description:
Hamilton medical ag received the following description from the partner: biomed called about the tf: 8912. He mentioned that the patient was intubated incorrectly by the hospital staff. Patient had to be re-intubated and bagged while moving to a different ventilator.

Manufacturer narrative:
Investigation is ongoing. Additional information added in follow-up #1 (B)(4). The issue occurred during ventilation. Consequently, the event did not cause or contributed to a death or serious injury. The root cause of the event was determined to be a defective g5 cuff pressure controller board. After replacing the g5 cuff pressure controller board, the device was found to be functional and was released for use. The issue is considered a reportable event because it could potentially impact patient safety during ventilation since the defect on the g5 cuff pressure controller board could result in inadequate ventilation support. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023.